Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
During patency checking before implantation, leakage from the reservoir of the valve was found. Another product was used to complete the case, and there were no adverse consequences to a patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected, a cut/tear in the silicone housing distal end near the connector was noted. This is probably due to a sharp or pointed object coming into contact with the silicone, or wrong handling. Review of the history device records confirmed the valve product code 82-3100, with lot crbddc, conformed to the specifications when released to stock on the 17th march 2014. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, or wrong handling. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.